Manufacturer narrative:
A philips remote service engineer (rse) tried reaching out multiple times to the customer with no reply. Case was closed due to no callback from customer. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that on the unit where remote monitoring comes in, there is no volume. It is unknown if the device was in use at time of event, and there was no adverse event reported.